Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient¿s dosage had to be increased. The dose was increased ¿up to 1500 mcg or something.¿ the medication was not going through the pump, it was ¿clogged up.¿ the patient¿s dosage was lowered and this ¿got rid¿ of the spasticity. Additional information has been requested, but was not available as of the date of this report.